Event description:
Hill-rom received a report from the account stating the right head side rail was bent. The bed was located at the account. There was no patient/user injury reported. This report was filed iin our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the slide bracket was damaged causing the siderail not to latch. Per the hill-rom service manual, the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Check the side rail and ensure that it latches properly. Adjust if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the slide bracket to resolve the issue. Based on this information, no further action is required.